Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The severely calcified target lesion was located in the proximal to mid right coronary artery (rca). The 2.75x20mm taxus express2 drug eluting stent (des) was advanced to the rca but was unable to cross the lesion. The physician removed the des from inside of the pt and noticed that the edge of the stent was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.